Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed. The mobile power unit (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 24sep2024 was reviewed. At the start of the log file while connected to the mpu, a no external power alarm activates. Due to more recent events being written over this no external power event, the onset of the alarm was not recorded. At 17:55:53 while connected to the mpu, a loss in alternating current (ac) power occurs resulting in a no external power alarm. The no external power alarm resolves at 17:56:03 when power to the mpu is restored. This same series of events occurs again on (B)(6) 2024 at 09:16:00, 19:06:30, and 19:06:41. The backup battery provided support to the system throughout the no external power events. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the cause of the no external power alarms, if the mpu was exchanged, and if the mpu would be returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that device interrogation showed multiple no external power (B)(6) 2024 and (B)(6) 2024. The patient was using mobile power unit (mpu) at home and not on batteries. A no external power event was recorded on (B)(6) 2024 at 17:55:57, (B)(6) 2024 at 9:16:04, and (B)(6) 2024 at 19:06:34 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. It was also noted that there have been 7 emergency backup battery (ebb) use count increments on (B)(6) 2024. Each of these ebb uses would have been due to a no external power event. The patient was using the mpu with locking abilities. They did not recall alarms at home. They said it may have been possible power outage on (B)(6) 2024. Per patient's son, there may have been other power outages that they were not aware of. The patient endorsed changing to batteries during some of the outages and this may have been when some of the disruptions occurred. They were also checking plugs at home to make sure the mpu power cable did not slip out or was on a wall switch.